Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly calcified subclavian vein. After a guide wire was crossed, a 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. The first inflation was done at 10 atmospheres. However, during removal, the wire and balloon became stuck. When removing from being stuck, it was noted that the shaft was kinked 4-5cm from the hub. The procedure was completed with another of the same device. No patient complications were reported.